Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed premature depletion out of the box. It was returned for analysis.